Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 20 to 30 mg/dl at the time of the incident. The customer was in the 20 mg/dl range at the time of the call. The customer had multiple low events over the past 3 to 4 weeks. The customer was given juice to treat. The customer experienced symptoms such as stomach issues. The customer was wearing the insulin pump during the incidents. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the events. The customer believes the pump is over delivering, and they are unable to enter auto mode due to too many blood glucose reading requests. Troubleshooting was completed but did not resolve the issue. The customer reported pump batteries were not lasting long enough. The pump was exposed to x rays. The customer stated they had strep, bronchitis, lupus, and tonsillitis over the last few weeks. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 1 open/used reservoir inspected reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a 7xx pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.